Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion test and self test. The audio tones/beeps functioned properly. No unexpected pump error 63, 54,3 alarms were noted during testing. However, hardware low level failure alarm (variable info=03) confirmed in the pump history due to broken trace on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer able to clear the alarm and able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.